Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that part of the micro qa+ #3/0 eth v-4 anchor device was missing upon opening its package. During in-house engineering evaluation of the photo provided by the customer, it was determined the anchor was detached from the suture, had biological matter and one anchor wing was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was not returned; and therefore, unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo it was found that the anchor was detached from the suture, rest of biological matter can be observed on the anchor. There was one anchor wing broken. A manufacturing record evaluation was performed for the finished device 6l98325 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported that the anchor was not used, however, the device is shown in used condition, also the suture is detached from the anchor and biological matter can be observed. The possible root cause for the broken anchor wing can be attributed to procedural variables, such handling of the device or product interaction during procedure, as per IFU: do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. Upon visual inspection, it was found that the anchor is detached from the sleeve inserter, rests of biological matter can be observed inside the sleeve inserter. The anchor and suture were not returned. A manufacturing record evaluation was performed for the finished device 6l98325 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported that the anchor was not used, however, the returned device is shown in used condition, also, biological matter can be observed inside the sleeve inserter. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, as per the instructions for use. Do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.